Event description:
Information received a smiths medical convective blowers generated smoke and cut electricity off during an operation. Reported the smoke smelled like burnt plastic. The device was immediately removed from the operating room and operation continued with no adverse patient events reported.

Manufacturer narrative:
Other, other text: returned device was received with no physical damages, device came with hose and a burned power cord. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The DHR is located with the manufacturer minnetronix. Minnetronix performs a qa final review/release subsequent to the manufacturing of the device.